Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had air in its tubing. This occurred during infusion of an unspecified drug using a sigma spectrum pump. The reporter stated that the pump was set to a fast rate, "which would create turbulence in the line that would lead to air appear in the line". There was no leak associated with this event. The pump did not alarm for air in the tubing, and the air "continued down the tubing past the pump". There was no patient injury or medical intervention associated with this event. No additional information is available.